Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer reported that an oic peek cage migrated out of its initial position. The device was not returned for evaluation. According to the surgical technique, spacer migration can be caused by improper implant installation or use of inappropriate instruments, patient activities against the doctor's provided restrictions, or any activity that would cause patient exertion of excessive loading upon implant. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported three days after surgery, the patient complained of pain. Then the moving of the cages was confirmed and it found that the cages are out of the position recently. The extraction surgery is planned.

Event description:
It was reported three days after surgery, the patient complained of pain. Then the moving of the cages was confirmed and it found that the cages are out of the position recently. The extraction surgery is planned.